Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device -uterus/uterus perforation"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, grand multiparity, hysteroscopy, dysfunctional uterine bleeding, acute bronchitis, coronary heart disease, asthma, cigarette smoker, hypertension, sinusitis, knee pain, gastroesophageal reflux disease, fatigue, hirsutism, excessive cerumen production, sleep disorder, shortness of breath, cough, wheezing, indigestion, heartburn, excessive thirst, excessive drinking, muscle cramps, stiffness, urinary incontinence, stress, earache, nasal congestion, chills, spotting menstrual, hot flashes, dizziness, bloating, sweaty, abdominal pain and vaginal haematoma. Concomitant products included amlodipine (norvasc), colecalciferol (vitamin d3), cyanocobalamin (vitamin b12), lorazepam (ativan), montelukast (singulair), phenazopyridine, prednisolone acetate (prednesol), salbutamol (ventolin), sucralfate (carafate) and topiramate (topamax). In 2008, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("lower back pain/ pain"). The patient was treated with surgery (partial hysterectomy and total vaginal hysterectomy), and fluid replacement (blood transfusion for iron and injected iron into bones). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, nausea, dysmenorrhoea and back pain outcome was unknown and the pelvic pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs. On (B)(6) 2010 physician told patient developed a hematoma, doctor ordered a blood transfusion. The essure device was inserted and the coil was placed in the lumen of the left tube and was deployed with ease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. (B)(6) 2009, hysterosalpingogram showed total bilateral occlusion, essure devices are seen bilaterally. No fill of the fallopian tubes is seen bilaterally. Lack of fill of the fallopian tubes bilaterally ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; nausea, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device -uterus/uterus perforation'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2009, hysterosalpingogram showed total bilateral occlusion, essure devices are seen bilaterally. No fill of the fallopian tubes is seen bilaterally. Lack of fill of the fallopian tubes bilaterally. Concurrent conditions included overweight, grand multiparity, hysteroscopy, dysfunctional uterine bleeding, acute bronchitis, coronary heart disease, asthma, cigarette smoker, hypertension, sinusitis, knee pain, gastroesophageal reflux disease, fatigue, hirsutism, excessive cerumen production, sleep disorder, shortness of breath, cough, wheezing, indigestion, heartburn, excessive thirst, excessive drinking, muscle cramps, stiffness, urinary incontinence, stress, earache, nasal congestion, chills, spotting menstrual, hot flashes, dizziness, bloating, sweaty, abdominal pain, vaginal haematoma, nipple discharge, fibromyalgia, arthropathy and raynaud's disease. Concomitant products included amlodipine besilate (norvasc), ascorbic acid since (B)(6) 2018, biotin since (B)(6) 2018, colecalciferol (vitamin d3), curcuma longa (turmeric) since (B)(6) 2018, cyanocobalamin, diprophylline;guaifenesin (copd) since 2017, fish oil since (B)(6) 2018, gabapentin since 2017, lorazepam (ativan), losartan potassium (cozaar) since (B)(6) 2018, montelukast sodium (singulair), ondansetron (zofran) since 2017, phenazopyridine, prednisolone sodium phosphate (prednesol), probiotics nos since april 2018, salbutamol, salbutamol since 2015, sucralfate (carafate), topiramate (topamax) and tramadol hydrochloride (ultram) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2010, the patient experienced nausea ("nausea,"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain/ pain"), flank pain ("flank pain") and abdominal pain ("abdominal pain"). The patient was treated with sertraline hydrochloride (zoloft), sumatriptan, blood transfusion for iron and injected iron into bones and surgery (partial hysterectomy and total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menstrual disorder, migraine, nausea, dysmenorrhoea, back pain, urinary incontinence, depression, anxiety, flank pain and abdominal pain outcome was unknown, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs. On (B)(6) 2010 physician told patient developed a hematoma, doctor ordered a blood transfusion.the essure device was inserted and the coil was placed in the lumen of the left tube and was deployed with ease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- nausea, menorrhagia, dysmenorrhea, headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: plaintiff fact sheet was received. Events added from pfs- urinary incontinence, fatigue, depression, mental anguish, flank pain, abdominal pain. Reporter information, medical history, concomitant drug were added. Events onset date, events outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device -uterus/uterus perforation"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, grand multiparity, hysteroscopy, dysfunctional uterine bleeding, acute bronchitis, coronary heart disease, asthma, cigarette smoker, hypertension, sinusitis, knee pain, gastroesophageal reflux disease, fatigue, hirsutism, excessive cerumen production, sleep disorder, shortness of breath, cough, wheezing, indigestion, heartburn, excessive thirst, excessive drinking, muscle cramps, stiffness, urinary incontinence, stress, earache, nasal congestion, chills, spotting menstrual, hot flashes, dizziness, bloating, sweaty, abdominal pain and hematoma. Concomitant products included amlodipine (norvasc), cholecalciferol (vitamin d3), cyanocobalamin (vitamin b12), lorazepam (ativan), montelukast (singulair), phenazopyridine, prednisolone acetate (prednesol), salbutamol (ventolin), sucralfate (carafate) and topiramate (topamax). In 2008, the patient experienced dyspareunia ("dyspareunia") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, 1 year 10 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("lower back pain/ pain"). The patient was treated with surgery (partial hysterectomy and total vaginal hysterectomy) and fluid replacement (blood transfusion for iron and injected iron into bones). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, nausea, dysmenorrhoea and back pain outcome was unknown and the pelvic pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs. On (B)(6) 2010 physician told patient developed a hematoma, doctor ordered a blood transfusion. The essure device was inserted and the coil was placed in the lumen of the left tube and was deployed with ease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. (B)(6) 2009, hysterosalpingogram showed total bilateral occlusion, essure devices are seen bilaterally. No fill of the fallopian tubes is seen bilaterally. Lack of fill of the fallopian tubes bilaterally ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; nausea, menorrhagia, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events"abnormal bleeding (vaginal), menorrhagia, migraines ,headaches, migration of essure device location of device: uterus, nausea, dysmenorrhea, dyspareunia, pain, perforation (uterus), weight gain" , lot number, race, reporter and product information are reported from pfs. Concomitant condition are added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device -uterus/uterus perforation'), pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2009, hysterosalpingogram showed total bilateral occlusion, essure devices are seen bilaterally. No fill of the fallopian tubes is seen bilaterally. Lack of fill of the fallopian tubes bilaterally. Concurrent conditions included overweight, grand multiparity, hysteroscopy, dysfunctional uterine bleeding, acute bronchitis, coronary heart disease, asthma, cigarette smoker, hypertension, sinusitis, knee pain, gastroesophageal reflux disease, fatigue, hirsutism, excessive cerumen production, sleep disorder, shortness of breath, cough, wheezing, indigestion, heartburn, excessive thirst, excessive drinking, muscle cramps, stiffness, urinary incontinence, stress, earache, nasal congestion, chills, spotting menstrual, hot flashes, dizziness, bloating, sweaty, abdominal pain, vaginal haematoma, nipple discharge, fibromyalgia, arthropathy and raynaud's disease. Concomitant products included amlodipine besilate (norvasc), ascorbic acid since (B)(6) 2018, biotin since (B)(6) 2018, cholecalciferol (vitamin d3), curcuma longa (turmeric) since (B)(6) 2018, cyanocobalamin, diprophylline;guaifenesin (copd) since 2017, fish oil since (B)(6) 2018, gabapentin since 2017, lorazepam (ativan), losartan potassium (cozaar) since (B)(6) 2018, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), ondansetron (zofran) since 2017, phenazopyridine, prednisolone sodium phosphate (prednesol), probiotics nos since (B)(6) 2018, salbutamol, salbutamol (ventolin) since 2015, sucralfate (carafate), topiramate (topamax) and tramadol hydrochloride (ultram) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain/ pain") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2010, the patient experienced nausea ("nausea,"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), device dislocation ("migration") and post procedural complication ("post procedural complication"). The patient was treated with famotidine, lisinopril, omeprazole (prilosec), sertraline hydrochloride (zoloft), sumatriptan, tamsulosin, blood transfusion for iron and injected iron into bones and surgery (partial hysterectomy and total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, migraine and genital haemorrhage had resolved, the menorrhagia, vaginal haemorrhage, dyspareunia and fatigue was resolving and the menstrual disorder, nausea, dysmenorrhoea, back pain, urinary incontinence, depression, anxiety, flank pain, abdominal pain, device dislocation and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs. On (B)(6) 2010 physician told patient developed a hematoma, doctor ordered a blood transfusion. The essure device was inserted and the coil was placed in the lumen of the left tube and was deployed with ease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- nausea, menorrhagia, dysmenorrhea, headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new events gen. Abnormal bleeding, migration, post procedural complication were added. Reporters were added. Event outcome of pain, bleeding, migration, perforation was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.